Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up, the ventilator integrated liquid crystal display (lcd) monitor screen was blank. The device was checked and the large lcd cable was noted to be defective. This was a failure out of box (foob). There was no reported patient involvement.